Manufacturer narrative:
(B)(4). The master lot customer release testing for axsym ultrasensitive htsh ii reagent list number 1l73-20, lot 73330jn00 was performed on the (B)(6) 2009. The test data was reviewed and indicated that reagent lot 73330jn00 met all acceptance criteria. A review of the historical data was carried out for the axsym ultrasensitive htsh ii reagent lot 73330jn00. This review demonstrated that the material met all in-process testing requirements, customer release specifications and package insert claims. A review of manufacturing and testing documentation has shown that axsym ultrasensitive htsh ii reagent lot 73330jn00 passed all the required in process and final release specifications. In addition, all axsym ultrasensitive htsh ii reagent lots manufactured to date were analysed by statistical process control (spc). Spc involves using statistical techniques to measure and analyse the variation in a process. It is used to measure the consistency of processes used to manufacture a product as designed. All criteria were met and did not reveal any events or issues that could impact the performance of this axsym ultrasensitive htsh ii reagent. A review of the complaint report records was performed on the (B)(6) 2009 in order to identify any potential and/or current field issues with respect to axsym ultrasensitive htsh ii. A search was performed for axsym ultrasensitive htsh ii lot number 73330jn00 and associated sublots. This search did not reveal any other complaint for the lot number or its associated sublet. Furthermore, abbott (B)(4) participates in an external quality assessment scheme (hormones group 1 (hm)) for the axsym ultrasensitive htsh ii assay. The scheme is accredited by the (B)(4) and (B)(4). Axsym ultrasensitive htsh ii reagent lot 73330jn00 was used to test (B)(4). The deviation of the tsh results, from the median of the imx and axsym sub-group, was (B)(4) for sample a, and (B)(4) for sample b. The maximum allowable deviation for tsh is (B)(4). The results indicate that axsym ultrasensitive htsh ii reagent lot 73330jn00 is performing as intended. Based on these results and our information review, we conclude that axsym ultrasensitive htsh ii reagent lot 73330jn00 is currently meeting its safety, effectiveness, and label claims. This is the final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the axsym htsh reagent has generated a discrepant result when compared to the beckmann coulter. The axsym result was 2, but when tested on the beckmann coulter, the result was 70. Units of measurement was not provided. There was no impact to patient management reported.

Event description:
The account stated that the axsym htsh reagent has generated a discrepant result when compared to the beckmann coulter. The axsym result was 2 but when tested on the beckmann coulter, the result was 70. Units of measurement was not provided. There was no impact to patient management reported.